Event description:
A customer reported low readings with the freestyle libre 2 sensor. The customer reported scans of 64 mg/dl and 58 mg/dl against competitor meter results of 80 mg/dl, with symptoms of dizziness and light-headed. The customer went to hospital where she was put on unspecified IV and given unspecified medications. A post-treatment healthcare meter result of 83 mg/dl was reported. It is unknown if customer was treated for hypoglycemia (consistent with scan readings) or hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh007vzvhd has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported low readings with the freestyle libre 2 sensor. The customer reported scans of 64 mg/dl and 58 mg/dl against competitor meter results of 80 mg/dl, with symptoms of dizziness and light-headed. The customer went to hospital where she was put on unspecified IV and given unspecified medications. A post-treatment healthcare meter result of 83 mg/dl was reported. It is unknown if customer was treated for hypoglycemia (consistent with scan readings) or hyperglycemia. There was no report of death or permanent injury associated with this event.